Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Late due to re-evaluation of event.

Manufacturer narrative:
The reported extended charge time was verified in the laboratory. X-ray analysis revealed an anomaly within the hybrid subassembly. After bypassing the anomalous component with an external power source, the charge time reverted back to normal conditions.

Event description:
It was reported that an alert was received that the extended charge time had been reached. A patient notifier was delivered. The battery voltage was greater than 3.20v. The charge time on (B)(6) was 16.4 seconds.